Event description:
--

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection indicated there were set screw mark on all terminal connectors. The clear medical adhesive wastorn/separated from the gore covering at the proximal end of the spring electrode. The proximal spring was stretched at this point. There was a cut through the insulation 47 centimeters from the is-1 terminal pin which was likely damage from the explant procedure. Resistance and pressure test were used to test electrical performance and insulation integrity. All measurements were within normal limits.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead was electively replaced. It was noted that the patient was not capturing at 6.5 volts and the physician prefers to use active fix leads; therefore, the physician opted to replace the lead. No adverse patient effects were reported.